Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blast result generated by coulter lh750 hematology analyzer that did not flag for one patient sample. The erroneous result was not reported out of the laboratory. A manual differential was performed and 21% blast cells were seen. The manual differential results were reported. The same specimen was rerun twice and the instrument generated a blast flag on the first rerun and an imm. Ne2 differential flag on the second rerun. There was no death, injury, or change to patient treatment associated with this event. Imm. Ne2 flag means immature neutrophil 2. Note: the lh 700 series provides the laboratory with the ability to adjust the sensitivity of differential suspect messages (imm ne 1, imm ne 2, variant lymphs, and blasts) to meet individual laboratory requirements.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. The raw data analysis revealed the sample shows abnormal pattern in the scatter diagrams. The neutrophil population overlaps with both the lymphocytes and monocytes populations. The specimen was not significantly abnormal to trigger a blast flag. Bci does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. A bci field service engineer (fse) verified the diff reagent pump volumes, the lyse diluent timing and the dc noise while running diluent reagent. The lh750 instrument's operation was verified. A definitive root cause for this event has not been determined.